Event description:
Routine complaint investigation confirms an incorrect calibration code being obtained. The incorrect calibation code, if used to perform an assay, could result in higher than expected results. These results under certain conditions, could have adverse clinical effects. No injuries were reproted in the field.